Manufacturer narrative:
During follow-up, the patient reported she thinks the ultra 10 product is a little flimsy so she has to touch the catheter more to insert them. Her doctor told her that uti's come with catheterization. She has tried other brands but finds she prefers the ultra 10 in spite of the softness so she will keep using them.

Event description:
Intermittent catheter patient (user) reported that she got a urinary tract infection (uti) while using an ultra 10 catheter, but did not specify it was the catheters that caused it. During follow-up, the patient reported she acquired the uti at the end of 2019, recovered after taking the full course of antibiotics prescribed by her doctor, and has not had another infection since then.